Event description:
Surgery to explant rupture; I got mentor siltex rnd high gel breast implants for reconstruction from breast cancer following bi-lateral mastectomies; within months, I began to get painful and debilitating migraine headaches in the back of my head. After seeing a neurologist and getting no relief, a neurosurgeon performed two separate spinal fusions in my neck. I got some relief but not complete and still have them. A few months ago, after severe pain in my left breast and some in my right, we have found that the left one has ruptured and there may be a rupture of the right. Since getting implants, I have developed urinary incontinence, severe hyperallergic reactions, hives, vision problems, which cannot be diagnosed, reflux which led to barrett's esophagus; easy bruising, weight gain on less than 1000 calories a day; pre-mature aging of skin, severe memory loss and brain fog, hair loss, heart palpitations and pvc's; numbness and tingling in limbs; coldness in extremities, severe sharp pains when trying to breathe, anxiety bordering on panic attacks, and muscle pain and weakness and I went into early menopause. Multiple MRI's for migraines; doctor's visits for incontinence which started a few months after implants at (B)(6) years old. It is still continuing at age (B)(6); all of the symptoms above and developed following getting these implants and none have resolved. My cardiologist cannot explain most including why I have hundreds of pvc's a day and why I can feel them so strongly. My severe hyper-sensitivities have gotten worse by the year and are life-threatening at this point; I get horrible unexplained rashes and hives for no reason several times a month and must carry an epi-pen now. There are problems with my eyesight. It is as if I am looking through dirty water. My ophthalmologist has done numerous tests but cannot explain it (note this has been reported by many women having issues after implant). I once had a photographic memory but developed a loss of memory and trouble identifying words post implant. Again, doctors cannot explain this and it is another very prevalent side effect of implants. FDA safety report ID # (B)(4).